Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: neu unknown prog, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient presented in the ER with an active critical alarm for empty reservoir alarm that was confirmed via telemetry. The patient had been refilled on tuesday prior to the event. The healthcare professional (hcp) thought they had updated the pump but was unable to locate the report in the patients medical records. The hcp updated the reservoir volume and updated the pump successfully. The patient did not have any symptoms. The pump was used to deliver gablofen (baclofen).